Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position and patient anatomy as the valve was implanted low, deeper than 12mm and difficult anatomy, as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Per corevalve IFU, once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed and no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A separate report will be filed regarding the aortic root bioprosthesis. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low due to difficult anatomy. Several attempts to place the valve in the annulus resulted in dislodgement; each time the valve was retrieved and loaded onto a new delivery catheter system (dcs). The fourth attempt resulted in low valve deployment. The valve was snared and secured in place while a second valve transcatheter bioprosthetic valve was deployed into the this valve. However, this valve prevented the second valve from sealing into the native annulus, resulting in signification paravalvular leak (pvl). The valves were elevated to an adequate position by the snare, reducing the paravalvular leak (pvl) to mild and improving hemodynamics. No further action was taken. A left middle cerebral artery stroke was noted 1 day post-implant. The thrombus was not large enough to aspirate, so no further treatment was prescribed. The physician reported the stroke as related to the implant procedure. No other adverse patient effects were reported.